Event description:
Three separate patients; each being prepared for surgery were noted to have abrasions, reddened bumps, scrapes and/or bleeding following hair removal with clippers.what was the original intended procedure?clipping, prepping surgical sites of patients prior to surgery; an ampullary carcinoma, a hip replacement and the third was a prostate surgery. Each patient had separate clipper heads but of same lot number.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.